Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system: serial number: (B)(6), catalog number: sa16787, lot number: ni, UDI: (B)(4), manufacturing date: 05/08/2023, coolsculpting system: serial number: (B)(6), catalog number: sa16787, lot number: ni, UDI: (B)(4), manufacturing date: 07/december/2017.

Event description:
Healthcare professional reported that a patient received a coolsculpting system treatment on (B)(6) 2024 using cooladvantage applicator to the flanks, and on (B)(6) 2025 cooladvantage plus applicator to the upper arms, upper abdomen, and lower abdomen, and presented with paradoxical hyperplasia (ph).

Event description:
Healthcare professional reported that a patient received a coolsculpting system treatment on (B)(6) 2024 using cool advantage applicator and cool advantage plus applicator to the upper arms, upper abdomen, lower abdomen and flanks. Patient was represented with paradoxical hyperplasia post treatment.

Manufacturer narrative:
Additional information: b5, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system serial number: upm2018178004 catalog number: sa16787 lot number: ni UDI: (01)00816417020001(21)upm2018178004(11)230508(17)991231 manufacturing date: 05/08/2023 coolsculpting system serial number: (B)(6) catalog number: sa16787 lot number: ni UDI:(B)(4). Manufacturing date: 07/december/2017 coolsculpting system serial number: (B)(6) catalog number: sa16787 lot number: ni UDI: (B)(4). Manufacturing date: 08/may/2023